Event description:
It was reported that this inflatable penile prosthesis (ipp) presented fluid leakage in the left cylinder. The cylinders and pump were explanted and replaced with a malleable device. The reservoir remained implanted. No patient complications were reported.